Event description:
Information received by medtronic indicated that the customer reported an error message in the app. Troubleshooting was performed and found that the simplera app was not working. The issue was not resolved. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the software. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"An attempt to reproduce the reported issue was made using iphone 13 with os 13.3 and we were unable to reproduce the issue. Simplera app 1.3.1 was launched successfully with no issues. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4). After investigation the most likely cause of the issue might be intermittent carelink outage which caused the app to become unavailable for the customer to use. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: "check if the phone is connected to wifi. Force close and relaunch the app or delete and re-install the app and launch it". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.